Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that before a knee arthroscopy, it was noticed that the packaging of an abrader disposable blade was broken and therefore it was not used. The procedure was performed without any surgical delay using an equivalent s+n backup device. No further complications were reported, and the patient's health condition is stable.

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed a single device was returned in an original unopened/sealed tray with the batch number of the complaint on the label. One end of the shipping tray is broken. The tray domes at the adaptor body and at the distal blade end are dented. An analysis of the customer provided image found a package being held, the corner of the plastic tray is cut and still attached to the paper. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the work instructions found that the operator must ensure the trays are completely formed and without forming defects (crack, fogginess, dented, major scratches, incomplete form, etc.) Before loading operation and before final boxing. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.